Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to the customer turning off the pump for an extended period of time while on vacation. When the pump was turned back on, customer noticed the incorrect time. There was no impact to the customer's blood glucose level. Reportedly, the customer corrected the pump settings.